Event description:
Nurse called to reported hospitalization due to non-diabetes related issue. The customer is experiencing high and low blood glucose readings. The last blood glucose reading was 88 mg/dl. Customer was hospitalized for nausea and vomiting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.